Event description:
It was reported that an ilet device had a cracked touchscreen that rendered the screen unusable, with no alerts or alarms reported and no injury as a result of the breakage. Investigation included a review of device history, complaint history, and available records. Investigation of this case revealed physical damage to the touchscreen consistent with user handling or external impact, with no evidence of a manufacturing or design issue. No user reported symptoms, and no clinical effects. Outcomes included no impact on activities of daily living and no medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was due to damage to the device¿s display component and was not related to a device malfunction or therapeutic performance.